Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6003316 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 10-apr-2024 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search search: a query was run in the eqms on 11/mar/2026 against "lot number" "6003316" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling the review confirmed that lot 6003316 and the identified failure mode are not associated with any non-conformance(nc) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10/mar/2026 against "lot number" criteria equal "6003316" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling the number of complaints is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6003316 was manufactured according to work instruction (wi) version 106 and manufactured in the l3 line on 19/sep/2023 with a total of (B)(4) units. Review of the DHR showed that nc-1750070 was identified for personnel performing operations in the inset guard area without the required p33 certification. This issue is training related and does not affect product functionality or relate to the complaint code. All relevant in process and final tests were completed and met the required specifications. No additional deviations or maintenance events were recorded that relate to the complaint code. The sub-assembly: tube gluing lot 3j00338 was manufactured according to the work instruction (wi) version 8 and assembled in the igtl01 line, on 17-sep-2023, with a total of (B)(4) units. Lot 3j01498 was manufactured according to thework instruction (wi)version 55 and assembled in the sc01 line, on 17-sep-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Final reporting decision: this complaint has been evaluated and reviewed and determined to be a reportable malfunction complaint. There was no harm reported with this complaint. The product malfunction isi insertion site egress - significant wetness / pooling, severity 5, since the patient reported leakage at the infusion site with significant wetness final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 10-apr-2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6003316. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts)

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced four infusion sets leakage at tape on (B)(6) 2023. The patient also reported that the adhesive pad to become wet and the clothing to become wet. The infusion set had been in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information is available.